Event description:
Films were received and their evaluation was completed. The review of returned films post implant show that the ipsilateral and ipsilateral extension were on the right, and the contra, contra extension, and a distal stent were on the left side. The bifurcate is occluded within the aortic body, and distally within the entire ipsilateral limb and ipsilateral extension. No obvious stent graft kink or compression was observed. Post-treatment shows the occlusion has resolved. The cause of the occlusion could not be determined from these angiogram images.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. A 5.2 cm fusiform aneurysm was reported with an infra-renal angle of 15 degrees. Proximal aorta was 21 mm in diameter and 36 mm in length. Distal aorta was 30 mm in diameter. Right iliac artery was 10 mm in diameter and the left iliac artery was 22 mm in diameter. The right and left femoral arteries were 7 and 6 mm in diameter, respectively. The right iliac artery was mildly tortuous with no stenosis and the left iliac artery was moderately tortuous with no stenosis. The circumferential aorta had no mural thrombus/calcification. It was reported that the devices were successfully implanted five months ago. Currently, the patient presented with peripheral ischemia. The patient presented to the clinic with complaints of claudication. The patient had ischemic abi and was admitted to the hospital for an arteriogram which revealed thrombosis in the right iliac limb. The patient was treated via catheter directed thrombolysis. The investigator assessed that this event was device related, but not procedure related. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the patient presented with pulmonary complication due to copd exacerbation. The device and procedure relation is unknown. The patient status is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (moderate tortuosity). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (moderate tortuosity).

Manufacturer narrative:
Evaluation method: (films).